Event description:
It was reported that the pump unexpectedly displayed a reset screen, although it did not require being plugged into a power source to restart. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.